Manufacturer narrative:
Conclusion: customer has decided not to repair the unit.

Event description:
It was reported by service report that the x-frame of the cot was bent and had a hole in it. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.